Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a lobectomy, the surgeon felt that the sealing was incomplete and the thermal spread was not as expected. An end tone, indicating a complete seal cycle, was provided by the generator in use. There was no bleeding or patient injury. The surgeon opened another device of the same type in order to successfully complete the procedure.